Event description:
The customer reported that the system displayed multiple errors and a re-boot was required to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated, the power supply was adjusted, and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.